Event description:
It was reported that the alarm sounds on the customer's device were not really audible, indicating a malfunction with the sound system. There was no adverse impact to the customer's blood glucose level. No further troubleshooting was requested by the customer.